Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response. The ICD was reprogrammed. Subsequently, the patient received anti-tachycardia pacing (atp) in another episode that is suspected to be supraventricular tachycardia (svt), and a cardioversion was performed in the ER. No additional adverse patient effects were reported.